Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 204 mg/dl, 381 mg/dl, and 166 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Caller reported blood glucose results of 320 mg/dl, 81 mg/dl, and 62 mg/dl within 10 minutes on the aviva system. Self-treated symptoms of hypoglycemia. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.